Event description:
It was reported that during a lap colon procedure, the system displayed generator error repeatedly. The issue could not be resolved. The doctor converted to open procedure. The case was completed without the generator. Additional information the disposable products used for the procedure were discarded. Small account, only has cautery and did not have another generator to use and keep the procedure laparoscopic. Rep troubleshot over phone and had generator placed further from bovie.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent product received with minor cosmetic issues. Per service manual operational and diagnostic analysis confirms reported issue in the event log but the generator error issue was not duplicated through functional testing. No further investigation will be conducted on this complaint. The repair and testing of the unit was not completed as the unit will not be returning to customer. Unit placed in long term hold.

Manufacturer narrative:
(B)(4) not reportable.

Event description:
Additional information received - the convert to open resulted in the error caused by the handpiece (hp054) not the generator (gen11). The handpiece is being reported on medwatch 3005075853-2012-00735.